Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by stomach pain and cloudy fluid. The cause of peritonitis was unknown. A day after the peritonitis diagnosis, the patient was treated with piptaz injection (4.5mg, intravenous, twice a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.